Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint that primary tubing started leaking right above the safety clamp could not be verified due to the product not being returned for failure investigation. A device history record review for model (B)(4) lot number 20093329 was performed. The search showed that a total of 34,563 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. (B)(4).

Event description:
It was reported that a as lvp 20d dehp 3ss cv leaked during use. The following was reported by the initial reporter: "it was reported that a primary tubing set started leaking right above the safety clamp. Verbatim: "yesterday, (B)(6) 2021, we had one of our primary tubing start leaking right above the safety clamp. There was just normal saline used in the line. There was no patient involvement. The lot number is (B)(4). I do have the tubing as well as the package it came out of. Please let me know if you want me to send this in to your department.""